Event description:
Thoracentesis catheter placed in pt. Without incident. Drainage bag with tubing attached per directions. Pleural fluid could not be pushed into tubing without excessive force (past leur lock) despite proper positioning of stopcock. 2200 cc of fluid manually removed with enclosed 60 cc syringe prolonging procedure/discomfort to pt.